Event description:
It was reported that liquid medicine leaked from the connection between the cassette and the tube. Per reporter, a problem with the cassette was suspected. The event occurred during priming. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that liquid medicine leaked from the connection between the cassette and the tube. As received, there were no damages or anomalies observed. In attempts to replicate clinical use, the cassette was filled with 100ml of water using a syringe. The cassette was then installed onto a pump. The returned extension set was reconnected and 10ml of priming was performed. No leaks nor lump alarms were observed. The complaint of leakage cannot be confirmed nor replicated. A lot of history review could not be conducted because no lot numbers were identified.